Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the keypad was found to be torn over the up arrow and ok buttons. During testing, the complaint of the up arrow, down arrow and ok keypad buttons¿ under-responsiveness was not duplicated. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was evidence of contamination found under the contrast button contact. Unrelated to the complaint, the pump was powered on and investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. Additionally, it was said that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.